Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and foreign material (debris) was found near the instrument channel opening. The evaluation also noted tear marks inside the instrument channel. In addition, switch#1 was cut. The device was serviced and returned to the user facility.

Event description:
It was reported the patient swallowed bubble gum which was found to be stuck in the distal part of the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. The definitive cause of the reported event cannot be determined at this time. It is presumed the foreign object remained at forceps elevator due to insufficient post-procedure reprocessing by the user. Therefore, the suggested event may have occurred due to insufficient reprocessing by user. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. "6.2 inspection before each patient procedure" ·inspect the forceps elevator and elevator recess while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to, according to the step 4 of ¿inspection of the endoscope¿ in section 3.2, ¿inspection of the endoscope¿ in the ¿operation manual¿. If residual foreign materials such as debris and fluids is observed, do not use the endoscope, confirm if there is no deviation in cleaning and reprocessing procedure from the protocol given in the ¿reprocessing manual¿, take corrective action(s) if necessary, and perform reprocessing again according to the ¿reprocessing manual¿. If residual foreign materials such as debris is still observed after the repeated reprocessing, do not use the endoscope, and send it to olympus for repair.